Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1- device evaluation (submission on (B)(4) 2013): lifescan (lfs) received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation confirmed the alleged issue: the meter's lcd was cracked/broken. It was also noted that the meter's label was smeared/rubbed off. This malfunction is not a reportable malfunction as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.